Event description:
It was reported on (B)(6) 2012 that a vns patient was going to surgery to have her device tied down as the patient was able to move the generator including flipping it. Follow up with the surgeon's office revealed that 2-0 vicryl sutures were used to secure the generator the fascia during initial implant. The patient did not have any trauma, however, she has large breasts and abundant subcutaneous fat. The device was repositioned with a good outcome. Good faith attempts to obtain the patient¿s implant information were unsuccessful.